Manufacturer narrative:
H3: analysis of the catheter segment consisting of the pin connector (with a short/8mm segment of catheter body attached to one side) and a detached pin connector collet identified the collet was detached/missing from the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0226339477 serial# implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 500 mcg/ml at a dose rate of 30 mcg/day via an implantable pump. It was reported that the catheter connector was broken in two parts while implanting the system. There were no known factors that may have led or contributed to the issue. They took another connector and replaced it. It was further noted that this time it was no problem, because the broken part had been found so they could replace it and everything was fine now. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available. Additional information was received from a company representative on (B)(6) 2023. The connector was broken in the physician¿s hand, the first time holding in his hand, as they were testing the pump location. It was further noted that as such, the broken part falls down. It was noted that this was a new implant procedure. The patient¿s pump model and pump serial number were unknown. The problem was only with the catheter as the pump was not connected at that moment. There was no problem for the patient because they had changed the connector. The connector was to be returned to the manufacturer.